Event description:
It was reported that during a liver resection of the left lobe procedure, the staples were malformed after the firing on left hepatic veins. Changed to another device to complete the procedure. The patient lost about 100ml blood. The procedure was prolonged approximately 30 minutes. Now the patient is fine.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab, incomplete-interrupted cycle. Additional information was requested and the following was obtained: did the patient require any blood products or additional fluids as a result of the blood loss? No. Was the post-operative care for the patient changed as a result of the prolonged procedure? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? After complete firing. What color cartridge was being used? White. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The surgeon felt the firing was not smooth as usual and need a little higher force. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results found that one device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.